Manufacturer narrative:
During both the rewind and load stages of the displacement test, unit alarmed motor current error detected error alarm during motor rewind. Per visual inspection found traces of corrosion on the home motor switch due to insulin leaking into the unit. Also, unit had moisture damage electronic assembly during visual inspection. Unable to perform displacement, rewind, seating, basic occlusion, force sensor, occlusion tests or verify motor power supply voltage error detected error alarm due to motor current error detected error alarm. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump error alarms. The customer was able to clear the alarm and was able to complete the rewind. The insulin pump successfully completed steps in the displacement verification table. The self-test passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.